Manufacturer narrative:
One nt2000¿ pain management rf generator was received for analysis. During functional testing, an error message was noted stating: "probe over 98 degrees" which confirmed the reported event and indicated an issue with the internal hardware. Further investigation revealed the generator had a non functional stimulation board. The stimulation board was replaced with a known good stimulation board.

Event description:
The generator did not record the correct temperature during the procedure. Multiple probes were used, but the issue remained and the case was canceled.